Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection after implant. It was stated that the patient is not the same as what they were when they went in for the surgery.